Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer replaced the instrument arm drape, which resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, during case surgical setup, the customer experienced a sterile adapter recognition failure on the universal surgical manipulator (usm4). The customer attempted to reseat the sterile adapter multiple times without success. Eventually, the customer replaced the instrument arm drape, which resolved the issue, allowing them to continue with the surgical setup. The procedure was completed as planned with no reported injury.